Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 while device was still in package, jaws was opened and the heater wire bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 while device was still in package, jaws was opened and the heater wire bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hemopro 2 device was returned to the factory for evaluation in an unsealed sterile barrier. The printed product information on the outer box was observed to be placed inside the sterile barrier with the hemopro 2 device indicating breach of the sterile barrier. There were no signs of clinical usage and no evidence of blood observed. The hemopro 2 was removed from the unseal sterile packaging for evaluation. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. The heater wire remained in place at the base of the jaws. No tissue and char buildup was observed on the jaws. Based on the photographic inspection and returned condition of the device the complaint was confirmed for the reported failure ¿bent wire¿. The DHR for the hemopro 2 tool subassembly was reviewed. The shop floor paperwork certifies that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed. Specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 while device was still in package, jaws was opened and the heater wire bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.